Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the replacement of the desktop charger (dtc) resolved their loss of stimulation. Patient weight was updated.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial #: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: c0522730, (B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that the connector pin broke off the desktop charger (dtc). The patient (pt) stated she was not getting any stimulation because she cannot charge her ins. The pt was transferred to repair and the dtc was replaced. An out of box failure was not reported. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the desktop charger (B)(4) found that the connector shell was gone and the connector pins were broken. If information is provided in the future, a supplemental report will be issued.